Event description:
It was reported that during an endoscopic vein harvesting procedure, a "white piece" broke off the device when the device was in the leg. It is not known which part of the device it was broken from. The physician assistant tried to retrieve the piece, but it was not possible to retrieve it, and the piece was left in the leg. No further pt complications have been reported, and the pt is reported to be doing fine.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.